Event description:
The instrument was used during a thoracotomy. It was reported the tct75 would not fire. It went less than 1/2", then stopped. This occurred on the first firing. A new instrument was opened to complete the case. There was no consequence to the pt.